Event description:
(B)(6) gentleman who performs urinary self catheterization every 4 hours around the clock for urinary retention. End user reports that the catheter did not have "enough lubrication for smooth insertion." The end user instead of using lubrication for catheter insertion used preparation h instead. The end user states that " was not enough lubricant with the catheter it resulted in him having an infection as noted by a high fever of 108 degrees and sepsis. He was unresponsive at home and his wife called an ambulance. He was admitted to the hospital (B)(6) 2021 and discharged to home (B)(6) 2021. While in the hospital he received "several high powered antibiotics" by IV and 2 units of blood for a low hbg of 7.9. Repeat hbg was 9.2". No photograph received depicting reported complaint issue. This MDR is for known unknown lot number- MDR (B)(4) was created to capture known lot.

Manufacturer narrative:
Device 1 of 1. Common device name: catheter, urethral, product code: gbm. Based on the available information, this event is deemed to be a reportable serious injury. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).